Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum cartridge fill during the load process. Reportedly, the customer filled another 150 units into the cartridge, but the pump repeated the notification. There was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully and resume insulin delivery.